Manufacturer narrative:
Available information suggests that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up in clinic approximately seven days post implant, this right ventricular (rv) lead exhibited loss of capture (loc). An x-ray revealed that the lead had dislodged. The patient was not pacemaker dependent. A revision procedure was performed. The lead was successfully repositioned without incident. No additional adverse patient effects were reported.